Event description:
It was reported that the patient implanted with this pacemaker contacted technical services (ts) with report that the physician indicated the device was not working. Attempts were made by ts to obtain more specific information, however, more specific information was unable to be obtained. The patient was referred to their physician. No adverse patient effects were reported. Available information indicates this device remains in service. Multiple attempts have been made to obtain additional information, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.